Manufacturer narrative:
V.a.c.® granufoam¿ dressing lot number was not available and the dressing was discarded; therefore, a device history record review and a device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged bleeding event requiring suturing and blood transfusion is related to the v.a.c.® granufoam¿ dressing and/or its removal. The operative report dated 04-aug-2021 details that the patient has significant long-term trauma to her bilateral lower extremities and that bleeding issues were encountered when the wound was being debrided. Device labeling, available in print and online, states: warnings with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ infection trauma radiation patients without adequate wound hemostasis patients who have been administered anticoagulants or platelet aggregation inhibitors patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On 19-aug-2021, the following information was provided to kci by the patient's spouse: the patient was admitted to the hospital on (B)(6) 2021 due to bleeding. The physician saw the patient on (B)(6) 2021 and reapplied the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The physician stated the v.a.c.® granufoam¿ dressing was allegedly irritating an artery. On 14-sep-2021, the following information was provided to kci by the wound care center nurse: the patient was admitted to the hospital on (B)(6) 2021 and discharged the following day. The bleeding episode occurred during a dressing change that resulted in ambulance being called and patient going to hospital. A suture was placed to the stop the bleeding and application of a compression dressing. The patient was admitted and received a blood transfusion of two units of packed red blood cells. On 14-sep-2021, the following information was provided to kci by the home health nurse: on (B)(6) 2021, the nurse removed the granufoam¿ without any foam adherence to the wound. The nurse then noticed the wound was bleeding and the blood was pumping or pulsating from the wound bed. Direct pressure was applied for several minutes and multiple abd pads were used. On 14-sep-2021, the following clinical records from the hospital and wound care center were received by kci which noted the following: patient arrived to hospital via ambulance presenting with hypotension and slight tachycardia. A pressure dressing had been placed by ems. Patient's hemoglobin was 7.4 and was down from earlier the same day when hemoglobin was 8.4. Hemostasis was achieved by suture and patient received 1 liter of IV fluid. Blood pressure was stabilized and patient was admitted for blood transfusion. Patient was admitted to hospital from (B)(6) 2021 to (B)(6) 2021 for acute blood loss anemia. Patient was seen in wound care center on (B)(6) 2021 with no further bleeding episodes reported. Patient points to the superior and most lateral portion of the right thigh wound as the area of the bleeding. It appears as there is an exposed vessel (vein) just distal to the skin island which is protected with adaptic. Patient was seen by wound care center on (B)(6) 2021 and the previously exposed vessel just distal to the skin island is no longer visible. Per kci records the patient was utilizing v.a.c.® granufoam¿ dressing. The v.a.c.® granufoam¿ dressing lot number was not provided and the product was discarded; therefore, a device history record review and device evaluation could not be performed.